Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient "with a history of neuropathy in both legs and two previous spinal surgeries within a year, underwent an x-ray, lumbar myelogram, and CT scan of the lumbar spine which showed mild to moderate loss of disc space height at l4 in relation to l5. This may be secondary to pars defects. There is mild multi-level spondylosis with anterolateral marginal osteophyte throughout the dorsal lumbar spine. Posterior decompressive surgery has been performed at l4 ¿ l5 with transpedicular screws/pin fixation bridging l4 ¿ l5. The l5 screws have fractured and/or become detached from the anchors. Lumbar myelogram shows that there is mild anterolisthesis of l4 and l5. L5 screws appear fractured proximally. There does appear to be altered orientation of the l5 screws when comparing flexion/extension indicating motion across the l4-l5 level. With extension there is very minimal but slightly more prominent encroachment upon the ventral sac at the level of the posterior l4 ¿ l5 disc. Mild encroachment upon the posterolateral thecal sac bilaterally at l3 ¿ l4. Lumbar CT scan showed transitional l4 ¿ l5 level with sacralization of l5. Fractures through the proximal/posterior aspect of the l5 screws at their insertion sites. Findings indicate screw loosening. There is mild anterolisthesis of l4 on l5 and there is degenerative vacuum disc phenomenon. Deficiency and/or degenerative remodeling of the articular facets on the right. Mild to moderate lateral marginal osteophyte. Left lateral disc bulge at l3 ¿ l4. The patient then underwent l5-s1 alif with infuse-packed allograft ring, and anterior instrumentation, removal and revision of posterior instrumentation. Posterolateral fusion l5-s1 to treat continued low back pain secondary to two lumbar spinal procedures including an l5-s1 fusion resulting in pseudoarthrosis with broken spinal instrumentation/ fracture of pedicle screws bilaterally at s1. Postoperatively, the patient did experience low grade temps/ leukocytosis due to respiratory atelectasis that did resolve. He did experience anemia due to acute blood loss, and required transfusions. Patient complained of post-operative pain and burning over alif incision site. Post-op day 1 x-ray showed ap and lateral exam demonstrates a bilateral pedicle screw and rod posterior fixation apparatus spanning l5 and s1. Close apposition of the rods is demonstrated to the posterior elements. There is an anterior plate and screw fixation apparatus at l5 ¿ s1. Interbody strut graft material is demonstrated at the l5 ¿ s1 interspace. Bilateral laminectomy changes are again demonstrated.¿ post-op x-rays of the lumbar spine show anterior and posterior instrumented spinal fusion is demonstrated at l5 ¿ s1. The hardware is intact. No malalignment. No significant interval change. The patient underwent x-ray of the lumbar spine which shows no fracture or acute bony abnormality. Spine appears stable on the flexion and extension views." No further details were reported at this time.